Event description:
It was reported that when the asymptomatic presented in clinic for normal follow up, post paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. Reprogramming was recommended and device remains implanted.